Manufacturer narrative:
12- on 6/5/2020, intuitive surgical, inc. (Isi) received the following additional information about the reported event: the name of the surgery was right robotic plication diaphragm. The cadiere forceps instrument was inspected prior to insertion through the cannula, there was no collision of the instruments, no issues with the movement of the instrument prior to breaking, and no errors were generated while the instrument was being used. It was confirmed that the cadiere forceps could not be removed from the cannula. The instrument broke while it was inside the patient`s body, however, there was no fragment that fell into the patient. This complaint remains a reportable event due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to patient, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur.

Event description:
.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the cadiere forceps associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have the main tube broken. A piece measuring approximately .235 x 3.202 was not returned with the instrument. This failure is most commonly caused by mishandling/misuse. The instrument was found to have a grip cable and pitch cable broken at the distal end. The broken pitch cable segment that contains the crimp was still installed in the clevis. The instrument hypotubes were found broken at the distal end. Segments of the hypotubes were found sticking out of the instrument main tube. As a result of the broken components, the entire distal tip was dislodged from the rest of the instrument. Upon visual inspection, the distal clevis and proximal clevis were both found to exhibit mechanical indentations. This failure is most commonly caused by mishandling/misuse. A site history review was performed and there were no other complaints related to the instrument or event identified. A system log review was performed and there were no error messages generated from the instrument usage. The instrument was last used on (B)(6) 2020 on system sk (B)(4) and had 4 uses remaining. No images or videos of the event were provided for review. The voluntary medwatch report (ufi: (B)(4)) received on 5/27/2020 stated that the "instrument broke near the hinge" before the customer attempted to remove the instrument from the cannula. It is unknown what was broken at the hinge, causing the inability of the instrument tip to be straightened. This complaint is assessed as a reportable event due to the following conclusion: the pitch cable breakage was attributed to mishandling misuse by failure analysis, however, details of the breakage at the hinge (what was broken, and when) are unknown. It is possible that the pitch cable may have been broken prior to the attempt to remove the instrument from the cannula. This instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. While there was no harm or injury to the patient, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument could not be straightened in order to be removed through the cannula. The entire cannula with the instrument inside was removed from the patient's chest. The instrument's metal head was displaced to the side and the instrument head was broken off trying to straighten the instrument enough to remove through the cannula. No fragments had fallen into the patient. The procedure was completed with no reported injury. On 05/27/2020, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating the following: "robotic cadiere forceps broke near hinge while in patients body. Could not fit through the trocar to come out of body."